Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient product ID: 3889-28, lot# va0yfxg, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she saw the poor communication screen on the patient programmer and had poor communication with her implanted device. Bandages or swelling were present. The patient was newly implanted and was not sure how the patient programmer worked. The implant site was still sore and had strips on it. The patient wondered if she was supposed to feel the tingling. She stopped feeling stimulation probably on (B)(6) 2015. The patient was going to see her health care provider the day after report. Additional information received from the patient reported that it was very helpful to speak to the lady on the phone.